Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring. They got a new one to complete the procedure. There was no pt consequence. Device will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.